Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp) alarms when connected. Found multiple error code 118 in logs. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and reviewed the system logs, noting multiple occurrences of error code #118. The fse replaced the solenoid control board (d670-00-1161) and screw kit (d040-00-0458-02). The unit passed all functional and safety tests in accordance with factory specifications and was cleared for clinical use. The failure analysis and testing department received the part pn 670 00 1161 a, sn (B)(6) swemco solenoid board with a reported unit failure of fault journal code error 118 the fat dept conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed pn 670 00 1161 a, serial number (B)(6) swemco solenoid board in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070 00 0639 revision r. The failure analysis and testing dept performed the functional test for 2 hours and could not replicate the failure reported by the customer. Retaining the solenoid board in the fat dept per procedure 0002 07 d008 rev av.

Event description:
N/a.